Event description:
It was reported the bronchovideoscope coating peeled/insertion section marking disappeared. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 component code: "marker" and problem code: "device markings / labelling problem" were inadvertently selected on the initial. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's reportable malfunction of the coating on the insertion section peeled off was confirmed. Based on the results of the investigation, the suggested event was likely due to the following stress: physical stress such as rubbing or hitting the insertion section chemical stress by performing reprocessing is not recommended in IFU. Stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) However, a definitive root cause could not be identified. The event can be inspected by following the instructions for use which state: "3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.